Event description:
This MDR is being retrospectively submitted upon recent knowledge of a similar complaint for which MDR was submitted previously. Pms received a complaint alleging that the brightview system was manifesting intermittent motion stops during radius motion. It was identified that the complaint issue was similar to a previously reported issue where the lead screw nut on the camera detector can come loose and the failure can result in the detector drifting, under the influence of gravity, to its hard limit.

Manufacturer narrative:
This MDR is being retrospectively submitted upon recent knowledge of a similar complaint for which MDR was submitted previously. The system was at a beta site when this complaint was received. The lead screw was replaced. The issue has not recurred after the replacement of the lead screw. (B)(4), MDR#2916556-2009-00004.